Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caregiver reported the customer received a high reading on the sensor and the customer ¿went limp and almost unconscious¿ and was unable to self-treat. The customer was treated with unspecified medication and then taken to the hospital where a reading of 39 mg/dl was obtained on the hcp device compared to the sensor reading of 250 mg/dl. The customer was diagnosed with hypoglycemia and treated with 1 vial of glucose serum. No further treatment was reported. There was no report of death or permanent injury associated with this event.